Event description:
On 4/19/77, rptr had bilateral augmentation mammoplasty surgery. Both breasts became rock-like calcified, extremely painful by early 1980's. On 1/28/91, rptr requested removal of implants and had this surgery. Left implant was ruptured during surgery. On 9/3/91, right breast is very tender and felt like lump. Mammogram indicated possible carcinoma. On 9/12/91, right breast biopsy surgery. Pathology report indicated "consistent with silicone chronic granulomatos reaction with focal sclerosis and calcification. Negative for malignancy. Present diagnosis capsulitis and arthralgia, fibromyalgia, chronic fatigue, neurological and cognitive dysfunction.